Event description:
It was reported that an angio-seal was deployed post procedure. A pre-insertion angiogram was not performed. Later that day, the pt complained of claudication symptoms in the leg. The pt was taken to surgery where the angio-seal, collagen and anchor were removed. The surgeon stated that collagen/wadding was seen in the bifurcation. In retrospect, the deploying physician stated that his puncture may have been somewhat close to the bifurcation. The physician also thinks at the time of insertion, some plaque may have been dissected. The pt was fine after the vascular surgery.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) recommend that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa).